Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jun-2023. H6: investigation summary a device history review was conducted for lot number 2312961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been submitted to aid in our investigation. Our engineers were able to observe the reported foreign body in the hose seat of the device. This event has been confirmed. Based on the location of the foreign body our engineers believe that this event is related to the injection molding process. The debris likely entered the molding machine during production and was extruded. Compositional testing was also performed on the material, however results could not reliable identify the composition.

Event description:
It was reported that prior to use with bd pegasus¿ safety closed IV catheter system "black" foreign matter was discovered. The following information was provided by the initial reporter, translated from chinese to english: black foreign object on the front of the plug.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd pegasus¿ safety closed IV catheter system "black" foreign matter was discovered. The following information was provided by the initial reporter, translated from chinese to english: black foreign object on the front of the plug.